Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
I am reaching out because we had another double lumen PICC line crack at the hub. The line was placed (B)(6) 2021 and was removed due to the cracked hub on (B)(6). Lot 11375553. I do not have any more details other than the line was noted to be leaking and upon further inspection one of the hubs was cracked. One of our PICC team members attempted to exchange the line.